Event description:
During preparation for use for a cardiopulmonary bypass procedure, the level sensor could not be operated from the central control monitor. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.